Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported inadequate insufflation of the endoscopic site. The user also reported that a small delay occurred. The user replaced the kit and the new kit worked properly. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.